Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose result of 96mg/dl on the contour next link, which prompted her to eat a sandwich. Shortly thereafter she tested again with the meter and the reading was 244mg/dl. The pump delivered 11 units of insulin. She tested again and the result was 84mg/dl. These variations in the results prompted her to run several blood tests on both of her contour next link meters, one of which was a comparison of 305 and 135mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Replacement meters were sent to the customer.